Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade that did not require pericardiocentesis. During the mapping phase, the patient¿s blood pressured dropped due to suspected perforation in the right ventricular outflow tract (rvot). The procedure was terminated without any noticeable defects on the product itself. After the blood pressure decreased, the bleeding into epicardium was stopped in the catheter room. Since the amount of pericardial effusion was too small, no drainage was performed. The patient condition was improved. The physician¿s commented that it¿s not due to product failure. With the available information the event will be conservatively reported under the ablation catheter. Should more information become available in the future; the reportability decision will be reassessed.

Manufacturer narrative:
On 6/4/2020, biosense webster inc. Received additional information about the event which changed the reportability of the event. It was indicated the adverse event occurred prior to use of bwi products during the mapping phase and the physician said "this is not caused by product failure." No ablation was performed. No medical or surgical intervention was required to treat the cardiac tamponade and the outcome of the adverse event is improved. The patient was a 61-year-old female weighing 63 kg. With the available information, the bwi product is to be considered a concomitant device in this event and no longer considered to be MDR reportable against the bwi thermocool® smart touch¿ bi-directional navigation catheter. Should more information become available in the future; the reportability decision will be reassessed. Manufacturer¿s ref # (B)(4).